Event description:
On (B)(6) 2024, pediatric cardiologist inserted amplatzer piccolo device in 900 gram baby with a pda to close the pda. This is the only device approved for use in premature infants. Following the procedure, the piccolo device shifted and caused a significant descending aortic obstruction with a 30 mm gradient (coarctation of the aorta), which required an open-heart procedure on (B)(6) 2025 to repair. Device reps have denied hearing about any complications from migration of this device, however, in consulting with other pediatric heart centers around the country, they have also experience migration of this device with resulting serious complications. Hospitals include (B)(6).